Manufacturer narrative:
(B)(4).

Event description:
The physician intended to use a resolute integrity stent. The target lesion was a complex lesion of the om1. It was reported that the stent did not cross. The device was removed and was found to be deformed. A second resolute integrity stent of the same size also failed to cross. No patient injury reported.